Event description:
On (B)(6) 2017, during a follow-up, multiple arrhythmia episodes were found to have been recorded with ventricular noise oversensing. The waveforms of the noise were suggestive of damage to the ventricular lead. Ventricular lead impedance was normal, but with 2 values below 100 ohms in the last six months. X-ray revealed no visual damage to the ventricular lead. On (B)(6) 2017, during the explantation of the device: a lead pull test confirmed that the ventricular lead was securely connected to the ventricular port. The ventricular lead impedance was measured at 378 ohms with a pacing system analyzer. No visual damage to the ventricular lead was identified under fluoroscopy. The pacemaker was explanted and the ventricular lead was abandoned inside the body.

Manufacturer narrative:
The preliminary analysis revealed that the reported eventis due to a lead issue or a lead/device connection issue.

Event description:
On (B)(6) 2017, during a follow-up, multiple arrhythmia episodes were found to have been recorded with ventricular noise oversensing. The waveforms of the noise were suggestive of damage to the ventricular lead. Ventricular lead impedance was normal, but with 2 values below 100 ohms in the last six months. X-ray revealed no visual damage to the ventricular lead. On (B)(6) 2017, during the explantation of the device: a lead pull test confirmed that the ventricular lead was securely connected to the ventricular port. The ventricular lead impedance was measured at 378 ohms with a pacing system analyzer. No visual damage to the ventricular lead was identified under fluroscopy. The pacemaker was explanted and the ventricular lead was abandoned inside the body.